Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was operated on low speed in the left main (lm) for approximately four treatment passes without issue. During advancement of the crown on high speed the driveshaft of the oad appeared bent and the device stalled. The oad was removed and a vessel perforation was identified in the distal lm. A pericardialcentisis and stent placement were performed to resolve the perforation. The patient became hypotensive, and due to tortuosity in the aorta and iliac, emergency axillary access was obtained for placement of an impella device. The patient expired the following day. Per the opinion of the physician, the perforation was caused by high speed treatment with the oad. The patient's cause of death was due to a combination of the perforation and cardiogenic shock.